Event description:
Deflated right silicone breast implant removed. The implant is 30 years old so no known info was available. Pt had right capsulectomy. There was one small interruption as the capsule was being removed and the incision in the capsule made with electrocautery produced free silicone gel. The capsule and gel were removed. Pt has had recent complaints of paroxysmal atrial fibrillation which was thought to be stress related. She smoked until the 1970's. She was seen in 1/95 for visual disturbances and possible tia. She has 3 grown children.